Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The dso sensor was non reactive which caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's screen was reading ?cassette not attached properly?" After repeated attempts to remove and reattach the cassette. There was no reported adverse events.